Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, error 32101 was found confirming the failure occurred in the field. Upon visual inspection, no issues were found related to the reported issue. The axes controller platform (acp) was installed, successfully programmed, and tested on the golden system, run 10 power cycles with no issue on startup and no errors or failures were triggered. The acp remained on the system for two hours idling in normal mode with no issue. A helm control functionality test was performed and no errors triggered. In addition to the test, this unit went through in process correction verification / functionality test and passed all the tests. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axes controller platform (acp) due to error 32101. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the acp for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error 32101 points to arm fault reaction logic (frl) hit because of a high-side switch error on acp4. Error points to +5v to boom joint encoder (secondary) and boom laser.

Event description:
It was reported that during a da vinci-assisted salpingo- oophorectomy surgical procedure using an xi system, the customer reported a 32101 error while driving the system to the patient. The customer confirmed that there were no collisions with the boom and no visible damage. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained that the error was related to a sensor on top of the boom. The team powered down the entire da vinci system and performed an emergency power off (epo). After powering the system back on, it passed the power-on self-test but faulted again with a 32101 error when attempting to drive the patient side cart (psc). Later, the clinical sales representative (csr) reported that the system was down with errors, stating that the arms and psc locked up during the errors and that the logs continued to display the 32101 error. The procedure was converted to another da vinci system, with no patient injury was reported.